Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: method code was added: 4109. H6: results code was added: 213. H6: conclusions code was added: 4310. The reported device (mount) was not received for evaluation. The implant was received. The reported condition of a fractured mount was not confirmed. Visual evaluation of the as returned implant identified minor signs of wear around the hex and external threads due to usage. Functional testing to recreate the reported event could not be performed since the mount was not returned. The DHR was not available electronically for the subject lot number thus could not be further reviewed at the time of the investigation. A notification to manufacturing has been sent and requested to pull the DHR for review. The pce will be reopened and updated if there is any indication of nonconformance, or any possible manufacturing issue related to the reported event. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Patient identifier is not provided / unknown. Patient age is not provided / unknown. Patient weight is not provided / unknown. Initial reporter¿s email address is not provided / unknown. PMA/510k: additional 510(k) numbers are k011028 and k013227.

Event description:
Doctor reports that the tsvwb10 implant impression coping fractured upon placement. The hex separated. Another implant was placed with no issue in the same surgery.